Event description:
The lens did not fully release from the cartridge causing the surgeon to withdraw the device from the eye with the lens still attached to the inserter tip. The incision was enlarged related to the event for insertion of a pmma style lens.

Manufacturer narrative:
A2-4: patient age/date of birth/weight/sex not provided by user facility to international affiliate. D5: unable to determine expiration date because account was not able to provide lot number of the device. D6: account was not able to provide lot number of the device. E1: international facility, no area code. H4: unable to determine MFR date because account was not able to provide lot number of the device. H3: product evaluation results: insertion device was not returned for evaluation. Evaluation of the returned lens showed that there was not damage to the lens.